Event description:
It was reported that a cartridge alarm 20 occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer successfully reloaded the same cartridge and was able to resume insulin therapy, resolving the issue.